Event description:
Customer reported a blank display on the spectrum monitor, which may have resulted in a loss of primary monitoring. No patient injury was reported.

Manufacturer narrative:
Mindray service representatives replaced the units high voltage board. Calibrated and safety tested unit to factory specifications.